Event description:
The sales rep, has reported on behalf of the customer the surgeon, that during surgery a cement restrictor allegedly broke upon insertion. The sales rep has reported that the surgery was completed successfully by using an alternative item however there was a 5 minute delay whilst an alternative was located.

Manufacturer narrative:
An event regarding a fractured device involving an exeter bone plug was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned for evaluation. -medical records received and evaluation: not performed as no medical records were provided or required for this intra-operative event. The reported product was not implanted. -device history review: DHR review was satisfactory. -complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined with the available information. Return of the reported device for evaluation is required to complete the investigation for determining the root cause.

Event description:
The sales rep, has reported on behalf of the customer the surgeon, that during surgery a cement restrictor allegedly broke upon insertion. The sales rep has reported that the surgery was completed successfully by using an alternative item however there was a 5 minute delay whilst an alternative was located.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Device has been discarded.